Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that during a shoulder arthroscopy case, the serfas instrument broke inside the pt leaving a piece inside. Able to retrieve piece completely.